Event description:
(B)(4) received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 9:00am. Pt's caregiver called in stating that she arrived at pt's home and tested her blood sugar with a result she determined to be low. Pt was displaying fixation of the eyes and totally disoriented. The reading on the prodigy meter at the time of the event was 45mg/dl at 9:00am and 69mg/dl at 9:15am. Care giver called paramedics approx 5 min after testing with the prodigy meter. Pt was given orange juice while waiting on paramedics to arrive. Upon arrival, paramedics tested pt's blood glucose with their meter with a result of 82mg/dl. Approx 25 minutes passed between testing with the prodigy meter and the paramedic's meter. Pt was not transported to ER. Pt was given liquid glucose, orange juice and a peanut butter and jelly sandwich to raise glucose levels. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
Ok biotech check the returned meter, and found this meter was made by other manufacturer, not by ok biotech.